Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-mar-2022. Through investigation of a previous customer complaint (incident: (B)(4)), a deficiency for elevated rate of unexpected (high) ica results when testing with cartridges from cg8+ lot w21198 was identified. This issue is under investigation under quality records (qrs) 775835 and 796335.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium result of 1.68 on a patient. There was no additional patient information. Method date tested result sample I-stat (B)(6) 2022 5:55 1.68 mmol/l wb lab (B)(6) 2022 8:03 1.38 mmol/l wb lab (B)(6) 2022 8:41 1.43 mmol/l wb there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.